Event description:
It was reported that patient's left ventricular lead exhibited loss of capture. During lead revision procedure it was noted that guidewire was stuck in the lead. The lead was explanted and replaced. The patient died and there is no known allegation from a health care professional that suggests that the death was device related.